Manufacturer narrative:
(B)(4). Medical devices: item number: unknown, item name: unknown head, lot #: unknown,item number: unknown, item name: unknown liner, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left hip revision approximately four years post-implantation due to acetabular loosening/failure of in-growth.

Event description:
Upon reassessment of the reported event it was determined that this was reported on mdr0001825034-2014-01212.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that this was reported on 0001825034-2014-01212. The initial report was submitted in error and needs to be voided.